Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a plum 360 was reported to have a frozen display screen. The reporter stated that the nurse went to add volume to the alarming pump, but then the keypad was unresponsive when adding volume, or silencing it. It was also stated that the patient was on propofol and the medication stopped running which resulted in the patient becoming tachycardia and hypertensive. Due to the event, the therapy was delayed and they tried to use a different pump which helped them resume the therapy. No additional information is available at this time.

Manufacturer narrative:
Because the device was not returned to the service hub for assessment, we were unable to replicate or verify the reported issue. Corrected information can be found in d4 - expiration date null, e4 - initial report sent to FDA and component code. The following additional information was received on 10jun2025: b1 - adverse event/product problem b2 - outcomes attributed to ae: none b2 - outcomes attributed to ae null d4 - catalog # d4 - serial # d4 - primary UDI number e4 - initial report sent to FDA h1 - type of reportable event h4 - device mfg date.